Event description:
The user facility reported that the coating peeled off a portion of the distal glidewire during a left heart catheterization. The rptr provided the following info: the procedure was performed using a radial sheath and diagnostic catheters in reportedly "very tortuous anatomy;" it was noted that the nylon jacket that is over the nitinol wire was "de-gloved" when wire was withdrawn; the jacket was still completely attached to the wire; and ther was no adverse effect on the pt.

Manufacturer narrative:
The user facility confirmed that the involved device is not available for evaluation. Inspection and testing of a retained sample from the reported lot confirmed that there were no defects or anomalies and product performance specifications were met. A review of the device history record indicated that there were no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. The cause of the reported event cannot be definitively determined based on the available info. The event description is most consistent with damage to the guidewire coating due to manipulation against resistance, which could have been related to the reported "very tortuous anatomy." The device labeling states in the warnings/precautions section of the instructions-for-use that inappropriate manipulation of the glidewire under certain conditions may result in "shearing of the glidewire advantage, destruction and/or separation of the outer polyurethane coating requiring retrieval." In addition, the IFU states, "when using a drug or a device concurrently with the guidewire advantage, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the glidewire advantage." All available info has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).